Event description:
After removal of the 24 fr sheath introducer, a dissection was noted between the patient¿s right common femoral artery and the patient¿s right common iliac artery. Case summary: the patient¿s right common femoral artery had a pre-existing 8mmx6cm atrium stent. The surgical team planned to balloon the vessel size to accommodate a 24 fr rf3 sheath. The patient¿s pre-existing 8mmx6cm atrium stent was initially dilated with a 10 x 80 armada balloon followed by a 12 x 60 armada balloon. The 18, 22, and 25fr edwards dilators were advanced but the 28fr dilator would not pass. The introducer from the 24fr sheath was inserted, after which the patient's blood pressure dropped slightly. Angiography revealed a dissection between the right common femoral artery and the right common iliac artery. In order to repair the dissection, three stents (10mmx10cm viabahn, 10mmx5cm viabahn, 10mmx10cm viabahn) were deployed at the dissection. Repeat angio appeared to demonstrate a type 1 endoleak. The vessel was surgically repaired and the patient was rescheduled for an alternative access approach at another time. Post procedure, the patient was in stable condition. Significant disease was noted bilaterally in the ilio-femoral system. Minimum luminal diameter (mld) measurements on the right side pre balloon dilatation were as follows: cfa 5.3mm, eia 6.3-6.7mm, stented distal cia 8.5mm, proximal cia 5.4mm. Moderate vessel calcification and mild vessel tortuosity were also noted.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a x fr sheath is xmm. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the mld of the pre balloon dilatation access vessel was well below 8mm in various areas and the vessel was balloon dilated prior to entry of the dilators. It is likely that combination of less than adequate vessel size and moderate calcification in the setting of fresh balloon dilatation contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.